Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms observed in the log file was confirmed. The event log file contained events recorded from august 22 to august 30, 2019 where two incidents of no external power alarms were recorded (on august 23 and august 24). The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power alarm was not able to be determined. The mpu-30085 was not returned for evaluation and remained in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. Log file analysis showed two no external power alarms while the patient was on the mobile power unit (mpu) on (B)(6) 2019 at 13:03 and on (B)(6) 2019 at 13:46. No further information was provided.